Event description:
It was reported that the lead exhibited both undersensing and t-wave oversensing. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.